Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Event description:
Der states that patient had an asr cup size 60 and a 53 head. The surgeon revised the cup. The patient's stem was an srom. He pulled the stem and left the sleeve so he could use a ceramic head on a new trunnion. Doi: unknown; dor: (B)(6) 2018; left hip.